Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the hard drive, coin battery, power plug and reload cal data. Hard drive, battery and plug were replaced cal data was reloaded. The system was tested and found to be working as intended. System returned to service.

Event description:
It was reported that the 9800 system intermittently cones down and locks up during cases. No pt injury was reported.